Manufacturer narrative:
Possible factors that may have contributed to this issue include the amount of energy delivered to the treated area, patient compliance with post-procedure instructions, and physician technique. The IFU states that combined therapies using other technologies may cause unwanted burns, skin contour irregularities, scarring, pigmentation changes and increased healing time. The reported complaint is not attributed to a device malfunction.

Event description:
A patient had a procedure performed to treat localized adiposity and extreme laxity of the neck and lower face that included vibration assisted liposuction followed by renuvion. There were no complications immediately following the procedure. On a post-operative follow up 4 months later, the patient presented with subdermal bunching in the neck area.